Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. The device was not returned.

Event description:
It was reported that they received error 78 (non-recoverable system error) on the arctic sun device. Mss had nurse to power off device and power back on, but alert returned immediately and was unable to close out alert. They have another device available they could use. Mss discussed about disconnecting pads over trash can since they were unable to initiate draining. Mss advised to send to biomed for evaluation. Per follow up information received via phone on (B)(6)2022, nurse stated that there was no patient injury and patient was switched to a different device to complete therapy. The device was supposed to be sent to biomed, it was no longer on their floor. Nurse had no further information regarding device or patient. Per additional information received on (B)(6)2022, the same error 78 (non-recoverable system error) occurred on different patient. Therefore, the device was not sent to biomed and had not been repaired.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received error 78 (non-recoverable system error) on the arctic sun device. Mss had nurse to power off device and power back on, but alert returned immediately and was unable to close out alert. They have another device available they could use. Mss discussed about disconnecting pads over trash can since they were unable to initiate draining. Mss advised to send to biomed for evaluation. Per follow up information received via phone on 30aug2022, nurse stated that there was no patient injury and patient was switched to a different device to complete therapy. The device was supposed to be sent to biomed, it was no longer on their floor. Nurse had no further information regarding device or patient. Per additional information received on 28aug2022, the same error 78 (non-recoverable system error) occurred on different patient. Therefore, the device was not sent to biomed and had not been repaired.